Event description:
It was reported that the left ventricular (lv) lead was not working. Programming changes to right ventricular only pacing were made. No additional information was provided. Related medwatch # mw5120566.